Event description:
Medtronic received a report that the coil could not be advanced. The reported device and any accessory devices prepared as indicated in the instructions for use (IFU). It was unknown if there were any patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis #804530056:equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: two concerto coils were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton and within an opened concerto inner pouch. One of the coils was returned further within an introducer sheath and the other without a sheath. One dispenser coil was also returned separately. The unknown micro catheter used during the event was not returned for analysis. It is not possible to determine which device belongs to which pli and, therefore, the two devices will be analyzed together. Visual inspection/damage location details: (coil 1) no damages or irregularities were found with the introducer sheath. The distal ~1.0cm of the concerto pusher was found bent. The concerto implant coil was found damaged within the introducer sheath. (Coil 2) the concerto pusher was found bent at ~109.5cm from the proximal end. The concerto implant coil was found separated from the pusher at the detach element. Testing/analysis: (coils 1) the concerto coil was advanced out of the introducer sheath with light resistance encountered. The concerto coil could not be used for resistance testing with an in-house micro catheter due to the damaged condition. (Coil 2) the concerto coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed for both devices as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. Customer only reported the devices were prepared per IFU. Therefore, the likely cause could not be determined. Both the pushers were found bent/kinked; one implant was found damaged, and the other implant was found separated from the pusher. It is likely these damages occurred due to advancing/retracting against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.